Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. This device's allegation was not confirmed. The visual inspection found no anomalies and that the device had passed all pin gauge tests. In addition, the device was put through and passed a series of automated tests which verified functionality, sensing, critical therapy availability and passed testing and was functioning properly.

Event description:
Additional information indicated that the device was recently explanted due to normal battery depletion (nbd) . No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received seventeen shocks in one day and was hospitalized. Attempts to obtain additional information were unsuccessful. This device remains in service. No adverse patient effects were reported.